Event description:
Information was received from the physician that the increase in seizures was below pre-vns baseline levels and the seizures were non-epileptic. It was noted that the patient's magnet swiping technique was confirmed to be correct. No further relevant information has been received to date.

Event description:
The company representative checked the patient's device upon request as the patient had been in the ER (emergency room) for seizure cluster. It was noted that the patient had been using the magnet but there were no magnet swipes shown between 2016 and april 2021. No further relevant information has been received to date.